Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after cataract surgery with intraocular lens (iol) implantation in the left eye, his vision was not good as expected. At first his vision was 20/20 in each eye. However, a week after surgery, his vision decreased. He experienced massive floaters which were not present before the procedure. He was prescribed glasses which helped him see better. Based on additional information received on 27-mar-2026: the lens was removed and replaced with a monofocal lens in a secondary procedure. The patient requested the explant because he was unhappy with the vision. Clinically, the explant was indicated for the same reason, and additionally because the patient required a higher toric power.